Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited high out of range lead impedances of greater than 2500 ohms. Surgical intervention was performed and this lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and appropriate set screw marks were noted on the terminal pin and ring. Cuts in the insulation and deformed conductor coils were noted in multiple places. These observations were likely the results of the explant procedure. Resistance tests were completed to assess the lead's electrical performance, and measurements throughout these tests were within normal limits. Additional testing was conducted with a pacing system analyzer and phosphate buffered saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5 v in vvi mode. The result was a 574 ohm impedance. A comparison lead measured 504 ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance. Laboratory testing was unable to reproduce the reported clinical observations.